Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The location of the lesion is unknown. Upon attempting to insert, the taxus liberte 2.25mm x 24mm drug eluting coronary stent system into the guide catheter, the shaft broke. No patient injuries or complications were reported as a result of the event. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
As the unit was not returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found the device met it's material, assembly and product specifications at the time of release to distribution. The most probable root cause assigned is operational context as the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited. Product unavailable for analysis.